Event description:
It was reported that stimulation was turning off. The patient's husband had to turn the neurostimulator back on because at different times, he had found it to be off when he checked it. It was unclear if the patient's physician had programmed the neurostimulator into a cycling mode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-33, lot# v813692, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial# (B)(4).